Manufacturer narrative:
Additional information was provided by the affiliate. They ¿tried many times to remove the balloon.¿ no additional measures were taken to withdraw the product from the patient. The device was removed intact (in one piece) from the patient and the procedure was completed. The balloon did not re-wrap properly. The device was used for pre-dilatation. There was no difficulty encountered removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device prepped normally. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic or through the guide catheter. The target lesion/target vessel characteristics are unknown. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated and deflated normally. The balloon maintained pressure during inflation. The balloon catheter did not kink during use. There was no resistance/friction noted with other devices. The complaint product was returned for inspection. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during an unknown procedure, a 3.00x10mm sakura dura star rx ptca (percutaneous transluminal coronary angioplasty) balloon dilatation catheter withdrew with difficulty when it passed through the lesion. The specific lesion condition was unknown. The balloon was complete and there was no injury to the vessel. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was no unusual noted to the packaging or product prior to use. There was no kink noted on the device prior to use. It was the first time the balloon was inflated and inserted into the patient. No adverse event on the patient. They ¿tried many times to remove the balloon.¿ no additional measures were taken to withdraw the product from the patient. The device was removed intact from the patient and the procedure was completed. The balloon did not re-wrap properly. The device was used for pre-dilatation. There was no difficulty encountered removing the protective balloon cover, removing the stylet, or any of the sterile packaging components. The device prepped normally. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic or through the guide catheter. The target lesion/target vessel characteristics are unknown. There was no difficulty advancing the device through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated and deflated normally. The balloon maintained pressure during inflation. The balloon catheter did not kink during use. There was no resistance/friction noted with other devices. The sample was returned for investigation. One non sterile sakura dura star 3.00mm x 10mm ptca balloon catheter was returned. Balloon was not inflated. No other damages were found. The device was introduced through catheter sheath introducer 5f (laboratory sample) and no resistance was felt. The balloon was inflated and deflated without any problem. The outer diameter was measure and found to be within specification. A device history review (DHR) of lot 15902427 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use the user should fully deflate the balloon by inducing negative pressure with the inflation system whenever advancing or withdrawing the ptca catheter. The distal pin and protective sheath can be used to cover the balloon by sliding the distal pin into the tip and the protective sheath over the balloon with the flared side of the protective sheath first. The events reported as ¿balloon - rewrapping difficulty¿ and ¿ptca system - withdrawal difficulty¿ by the customer were not confirmed as the balloon was inflated and no anomalies were found during dimensional and functional analyses. The cause of the reported event could not be conclusively determined. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
The report received from the affiliate indicated that during the procedure, the 3.00x10mm sakura dura star ptca balloon withdrew with difficulty when it passed through the lesion. The specific lesion condition was unknown. The balloon was complete and there was no injury on the vessel. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was no unusual noted to the packaging or product prior to use. There was no kink noted on the device prior to use. It was the first time the balloon was inflated and inserted into the patient. No adverse event on the patient. The stent was other company's product. The sample will be returned for investigation.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6).